Event description:
Admitted to hosp for outpatient cataract surgery. Despite more than 7 days notice of type I allergy to natural rubber latex, nurses on natural rubber latex, nurses on floor admitted rptr to a room. With opne boxes of latex gloves. Holding room and or provided appropriate care, postop, 6th floor nurses admitted rptr to a room with open box of latex gloves on wall, latex gloves in garbage can, and a suction kit with latex gloves by suction container. Despite premedication with prednosone 60mg, benadryl 50mg and xopenex 63mg, rptr had asthma attack. Rptr had to leave pt care area and sit in family waiting area. Rptr needed prednisone 60mg, benadryl 50mg and xopenex 63mg in nebulizer.